Manufacturer narrative:
The customer¿s report of an oxytocin infusion completing sooner than expected was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. The event log review indicates that ~537 mls infused during the time period. Functional testing performed found the pump module to be delivering fluid within specification. The mechanism assembly was completely disassembled, and no anomalies were noted that could have contributed to the reported issue. The starting/ending volume of the fluid containers cannot be determined through device logs. Functional testing performed found the pump module to be delivering fluid within specification. The disposable set was not returned for investigation. The root cause was not identified.

Event description:
It was reported that the oxytocin infusion infused faster than expected. In review of the all infusion detail report it was found that the oxytocin 30units/500ml was programmed at 2mu/minute at 10:12. The infusion was titrated up to 6mu/minutes at 15:53. Then, at 16:28 the oxytocin was titrated to 999mu/minutes for 15 minutes and then titrated to 250mu/minutes. At 17:45 the rate was changed again to 125mu/minute before it was stopped due to an air-in-line alarm at 17:59. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however the event occurred in the labor and delivery department and it is presumed that the patient was an adult female.

Event description:
It was reported that the oxytocin infusion infused faster than expected. In review of the all infusion detail report it was found that the oxytocin 30units/500ml was programmed at 2mu/minute at 10:12. The infusion was titrated up to 6mu/minutes at 15:53. Then, at 16:28 the oxytocin was titrated to 999mu/minutes for 15 minutes and then titrated to 250mu/minutes. At 17:45 the rate was changed again to 125mu/minute before it was stopped due to an air-in-line alarm at 17:59. The customer later stated that there were no adverse effects caused to the patient from the event.